Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced headache due to occurrence of csf leak during the scs trial procedure. Blood patch was performed which resolved the issue. Reportedly, the trial ended as intended.